Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 17mm amplatzer atrial septal occluder (aso) was selected for use. During implant, a "cobra head" deformation of the occluder was observed. The 17mm aso was re-sheathed and exchanged for an 18mm aso occluder which was successfully implanted. The patient remained hemodynamically stable throughout the procedure and is reported to be stable.

Manufacturer narrative:
An event of device deformity upon deployment was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.